Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and did observe the reported issue in the electronic patient record however, the device did show to function normally with a replacement battery. The customer did report that the device was showing the "ok" icon prior to the patient event; however, upon review of the electronic patient event record, it was observed that after the "low battery" message displayed, the device lost power after 4 shocks. The device operating instructions do state that the battery should have approximately 20 percent battery life once the "low battery" icon first illuminates and should provide at least 11 defibrillation shocks. After proper device operation was illuminated with a replacement battery, the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
The initial medwatch report indicates: (B)(6) 2013. The initial medwatch report should indicate: (B)(6) 2013. The initial medwatch report indicates: (B)(4) 2013. The initial medwatch report should indicate: (B)(4) 2013.

Event description:
The customer reported that during a patient event, their device lost power after delivering four defibrillation shocks, and the device could no longer be used. It was also reported the device was showing the ok symbol prior to use of the device on the patient. The patient did not suffer any adverse effect as a result of the reported failure.